Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the user alleges that when they push the joystick one way the chair drives in another way.